Event description:
Approximately thirteen months post hvad implantation the patient was hospitalized after experiencing inadequate flow rate. CT scan results revealed occlusion of the outflow graft and material in the left ventricle. The patient was taken to the operating room for pump exchange. Examination of the explanted pump by the site revealed thrombus in the inflow cannula and outflow graft. The explanted pump was retained by the site. The patient is last reported to have been extubated and is recovering. This event is not believed to be related to the device by the treating physician rather may be related to difficulties the patient experienced with anticoagulation. Investigation is ongoing.

Manufacturer narrative:
The hvad pump was explanted and exchanged but was not returned to heartware as it is being retained by the site. The patient was last reported to have been extubated and is recovering. Review of the manufacturing documentation confirmed that hvad pump met all requirements for release. Examination of the explanted pump by the site revealed thrombus in the inflow cannula and outflow graft. Applicable risk documentation and experience with events of similar circumstances were considered; events with inadequate flow are most often attributed to thrombus/thrombosis, which is a known potential complication associated with all patients implanted with ventricular assist devices (vads) and is multi-factorial in etiology. The cause of the thrombus formation leading to inadequate flow cannot be conclusively determined as the device was not returned for testing and examination; there is no definitive evidence to suggest that a device malfunction caused or contributed to the reported event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The hvad® pump ((B)(4)) was explanted and exchanged but was not returned to the manufacturer as it is being retained by the site, therefore no device testing could be performed. The patient is last reported to have been extubated and is recovering. Review of the manufacturing documentation confirmed that hvad® pump (B)(4) met all requirements for release. Examination of the explanted pump by the site revealed thrombus in the inflow cannula and outflow graft. A review of the controller log files associated with the event confirmed "low flow" alarms that correlate with the reported event, suggesting an occlusion of the pump. However, the cause of the thrombus formation leading to inadequate flow cannot be conclusively determined as the device was not returned for testing and examination. Patient and or clinical related factors that may have contributed to this event include the patient's subtherapeutic anticoagulation status. Applicable risk documentation and experience with events of similar circumstances were considered; events with inadequate flow are most often attributed to thrombus/thrombosis, which is a known potential complication associated with all patients implanted with vad's and is multifactorial in etiology. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombus and reoperation, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The site has indicated that the device is not going to be returned to the manufacturer for evaluation; the explanted pump was retained by the site. Additional information will be submitted within thirty (30) days of receipt. Product not available for return.